Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. This complaint allegation has been previously investigated through the product technical investigation (pti) process. No further investigation is required. The most probable cause of the identified failure of the reportable malfunction was traced to failure to follow instructions. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water channel had foreign material. There was no patient involvement.